Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 220 mg/dl and the sensor glucose was 43 mg/dl at the time of the incident and said it had suspended overnight. Troubleshooting steps were guided for change sensor calibration not accepted alarm. Customer received a change sensor alert after a calibration not accepted. Customer is able to remove the sensor at this time. Customer advice to remove the sensor and check for bent sensor. The cannula found bent. The sensor will be returned for analysis.